Manufacturer narrative:
H3. Device evaluated by MFR?, evaluation summary attached - correction, device evaluation was inadvertently checked. No evaluation summary was attached in initial MDR. Summary of product analysis was provided in b5 of initial MDR.

Event description:
It was reported by the patient's mother the patient was having an increase in seizures. It was reported that the patient battery was running low. A battery calculation estimated that the battery was likely at eos and no longer stimulating. It was reported that the patient had a battery replacement. The explanted generator was returned. Product analysis was conducted and the device was found to have not reach end of service and was able to provide stimulation. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.